Manufacturer narrative:
Concomitant medical products: item#183686; lot#710360 - vngd ps tib brg 16x87/91mm, item#183113; lot#094360 - van ps open intl fem-rt 72.5. The product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of the complaint history identified additional complaints that were investigated, and it was determined that no further action is required due to the time frame over which the products were manufactured. Review of sterilization certification confirms devices were sterilized in accordance with (B)(4). Requested contact to verbally relay results to the customer. Device not returned; FDA 92 inconclusive-root cause cannot be determined; known inherent risk of procedure; condition is addressed in package insert. Completion of the investigation relayed to australia contact via email on (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6). Subsequently, the patient was revised on (B)(6) due to loosening and infection. All components were removed and replace with spacer molds.